Event description:
A customer reported that their t:slim x2 insulin pump's battery was not charging, despite using the proper tandem charging cable and wall adapter. The customer confirmed that the pump did not recognize the charging connection even after following instructions to leave it plugged into a functional outlet for at least 30 minutes. They also attempted using different wall adapters and charging cables, but the issue remained unresolved. There was no adverse impact on the customer's blood glucose level. As a resolution, technical support arranged to replace the malfunctioning pump with a new one, which would be sent with updated software, and provided the customer with instructions for receiving and returning the faulty pump. The shipping address was confirmed, and the customer agreed to use a backup insulin pump to ensure continuous insulin delivery until the replacement arrived.